Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s battery was exhibiting intermittent electrical disconnections when connected to the controller. It was further reported that the green indicator light illuminated when the battery was placed on the battery charger. It was noted that there were no exposed internal wires and the capacity of the battery when the event occurred was greater than 25 percent. The event was not associated with any controller alarms or a pump stop. In addition, the patient¿s controller detected the faulty battery. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The results of the analysis revealed that the battery powered a test controller without any observed anomalies. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure had been performed on the battery on (B)(6) 2018. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported intermittent electrical disconnections after lubrication can be attributed, but not limited to momentary disconnections due to fretting corrosion of the controller power port pins and/or momentary disconnections due to a worn controller power port pin socket contact spring. If information is provided in the future, a supplemental report will be issued.